Manufacturer narrative:
Product analysis: it was determined during analysis that the analyzer failed to communicate with the programmer. It was noted that the device passed functional testing. The analyzer was replaced and sent for further repairs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during boot up and then took a long time to boot up. It was noted that there was a request to test and re-image the hard drive. The product has been returned for service. The analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.